Manufacturer narrative:
The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not connect with the patient controller. The patient last felt stimulation approximately three weeks ago. Surgical intervention may take place at a later date to address the issue.